Manufacturer narrative:
Returned to manufacturer: unknown. Awareness date used. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
The tube cap was defect. It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had a "cap defect".